Manufacturer narrative:
The insulin pump had a high stop/idle current due to a faulty liquid crystal display driver. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No cosmetic damage was noted.

Event description:
The customer reported via telephone call that the battery lasted only about three hours and that she received a low battery alert, and the insulin pump immediately lost power afterwards. A new battery cap had not resolved the issue. The blood glucose reading was 210 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.